Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/12/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: - were there any patient consequences? - please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic surgery on (B)(6) 2026 and suture was used. The patient underwent surgery due to ectopic pregnancy. While using suture to close the abdomen, the needle pull off issue suddenly happened. The operation was immediately stopped, and other sutures of the same size were replaced to continue the suturing. There were no patient consequences reported. Additional information was requested.